Manufacturer narrative:
Received 1 used silicone catheter only. Visual inspection noted a cuff roll on the balloon. A functional evaluation was performed. The balloon was inflated with 10 cc's of air and deflated. A cuff roll was not formed. The balloon was then inflated with 10 cc's of a mix of water and blue methylene using a syringe. The catheter was left for 10 minutes resting on a flat surface. The catheter was deflated without using aspiration and no cuff roll was formed. A dimensional evaluation found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove. The physician had to "pull" the catheter to remove it and the patient experienced self limiting bleeding, but did not require any further medical intervention. The balloon was completely empty. Upon sample receipt, it was noticed that the balloon was mushroomed.